Event description:
Changing IV fluids down to the hub on a central line. Tried to remove the old trifuse from the t-connecter attached to a neo PICC (peripherally inserted central catheter) line and would not come off. The screw part of the hub broke off and to disconnect from line, it needed clamps. Lot number is 23089325. Central line and its t-connecter are intact. Manufacturer response for extension set, max plus trifuse extension set (per site reporter). Our distributor was notified, and I was told they would notify manufacturer.